Manufacturer narrative:
(B)(4) a supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient reported fibrin and cloudy effluent. A follow up call was made to the patient's peritoneal dialysis nurse. Per the nurse the patient was admitted to the hospital on (B)(6) 2015 for a touch contamination peritonitis. No further information was provided.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process.